Manufacturer narrative:
Additional information was received that the patient recovered from the emergency treatment but the type of emergency procedure is unknown. The current status of the patient is stable. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 616099-2014-00843 and 9616099-2014-00842.

Manufacturer narrative:
(B)(4). The patient had an unspecified surgery and a corresponding patient code could not be found. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00843.

Manufacturer narrative:
Approximately 10 minutes after deployment of a 6x15mm palmaz genesis stent and also following post dilatation with an 8x20mm saber balloon in a (B)(6) year old patient with congenital pulmonary artery stenosis, the patient took a sudden turn for the worse. Therefore, the emergency operation was performed. No further information of patient status was available at this time. The target lesion was moderately tortuous. The patient recovered from the emergency treatment but the type of emergency procedure is unknown. The current status of the patient is stable. The sterile lot numbers of each device are unknown therefore a device history report review could not be conducted. Based on the limited information available, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 616099-2014-00843 and 9616099-2014-00842.

Event description:
Approximately 10 minutes after deployment of a 6x15mm palmaz genesis stent and also following post dilatation with an 8x20mm saber balloon in a (B)(6) patient with congenital pulmonary artery stenosis, the patient took a sudden turn for the worse. Therefore, the emergency operation was performed. No further information of patient status was available at this time. The target lesion was moderately tortuous.